Event description:
Reporter indicated that lead was explanted because it was broken and generator was explanted due to end of service. Explanting physician later reported that upon explant, the lead was severely twisted and mangled. A new ncp system was implanted.